Event description:
It was reported via repair work order that the main power cord ground prong was bent. It was also reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.